Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16. Additional codes img g02005 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a head and neck surgery, there was no response from the nim at all while the surgeon was on nerve. The threshold was set to 100. As they continued to dissect, the surgeon realized that he had cut the nerve and had to do a nerve graft. Speculated that there were issues with the bluetooth and no noise or tweedle sounds were being delivered by the nim. The patient interface box was started wireless and later plugged it in. There was a procedural delay of thirty minutes. The procedure was completed using the reported product.

Manufacturer narrative:
Medical safety has reviewed the information. The reported event and it's reported severity are known and labeled per pra 1834094-l and instructions for use m987224a001reveen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis further found that there was gap between display and bezel on the left side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found verified inconsistent readings. Unit presented with a software failure due to a defective ssd card(v1.1.1). H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional codes img g02030 is no longer applicable. Codes applicable are fdm b01, fdr c10, fdc d02 and img g0200702. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial (B)(6) , (B)(4) : product analysis found verified inconsistent readings. Unit presented with updated software:(v1.4.3), a common mode rejection fa ilure, and a wireless connection fault due to a defective main pcba. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Codes applicable are fdm b01, fdr c0208, fdc d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, there was no improvement once they plugged the patient interface cable in. The stimulus was set between 0.8 to 1.

Manufacturer narrative:
Previously applied code fdc d02 has been corrected to d1102. Section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Previously applied code fdc d02 has been corrected to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.